Event description:
The facility reported that the phaco tip became obstructed during a procedure, as a result the surgeon had to convert to an extra capsular extraction to complete the procedure. Four additional cases were canceled as well. Additional info has been requested.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable info becomes available. (B) (4)